Event description:
The manufacturer received information from a customer that a trilogy evo ventilator inoperative condition occurred while in patient use. There was no serious patient harm or injury that occurred or was reported. Philips is currently investigating this complaint. The device was returned to the third-party service center for evaluation. If any additional information is received, a follow-up report will be filed.